Event description:
Customer reported system failed during daily power up test. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the communication pcb. System operates as intended.